Event description:
Patient reported "small quantity of liquid (seroma) around the implant". Healthcare professional later reported confirmation of event. This record is the left side. The device remains implanted. Patient was hospitalized (B)(6) 1999.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "small quantity of liquid (seroma) around the implant". Healthcare professional later reported confirmation of event. This record is the left side. The device remains implanted. Patient was hospitalized (B)(6) 1999.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.